Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted regarding an I-stat troponin cartridge and plasma from a sodium heparin tube and yielded an unexpected result of 0.00 ng/ml on a pt. Customer then ran a lithium heparin tube on the same pt, spun down and yielded a result of 0.11 ng/ml. Test repeated with green top tube, customer was not sure which heparin type and the pts ctnl resulted = 0.03 ng/ml. Based on the info available, there were no injuries associated with this event.